Event description:
It was reported on tudiabetes.org that the customer had been experiencing blood glucose levels over 350 mg/dl and bent cannulas. The customer stated that the insulin pump no longer alarms with no delivery when the cannulas are bent. The customer has called the helpline for assistance but appears to be doing everything correctly. The customer has had to change the infusion set up to four times in a day due to bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.